Event description:
Patient sent an email to pump support indicating that she was in the hospital due to the pump's failure. Within her email, the patient stated that the device stopped delivering insulin without producing an alarm message. She stated that her blood glucose elevated to 24 mmol/l (432 mg/dl) and felt sluggish. The patient switched over to her back up device and administered injections which alleviated her high blood glucose. When the patient was reached by phone, she also reported receiving chronic 04 (occlusion alarms). She would change out her infusion set which would take care of the issue for a short period of time. She also stated that she tested her urine for ketones and tested positive for diabetic ketoacidosis. She was informed by the agent that when the pump has an occlusion and displays an 04 the device will stop delivering insulin and if the occlusion is not cleared she will continue to get the 04 messages. The product is being returned for evaluation.